Event description:
A report was received stating during an unknown surgical procedure the hand piece device was "running hot, loud, and not getting full power". It was reported that the nurses stated they were going through a lot of oil. A delay of five minutes occurred. A spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).